Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted and the delivery system was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that three filter legs were crossed upon deployment. During deployment of an ivc filter, it was observed that the top of the filter was slightly tilted. Prior to completing deployment, the physician attempted to reposition the delivery system to align the filter within the cava. After repositioning, the remaining portion of the filter was deployed. Upon deployment, it was observed that three of the ivc filter legs were crossed. The delivery system was removed without incident. Another manufacturer's ivc filter was then advanced via the same femoral access and implanted in a suprarenal position. No report of injury to the patient.